Event description:
It was reported that the patient with this pacemaker underwent a treadmill stress test, during which three vs-hy (hysteresis) markers were recorded. There was concern that these were inappropriate markers that inhibited ventricular output, as the field representative stated both the atrioventricular (av) search and rate hysteresis functions were not enabled at the time (although av search was enabled during earlier treadmill testing). Technical services (ts) discussed a preliminary review of available data with the field and explained that the pacing pattern observed in the provided electrocardiogram (EKG) appears like av search, and that this function had only been turned off while the diagnostic reports data was being collected. No adverse patient effects or patient complications have been reported. At this time, this pacemaker remains implanted and in service.

Event description:
It was reported that the patient with this pacemaker underwent a treadmill stress test, during which three vs-hy (hysteresis) markers were recorded. There was concern that these were inappropriate markers that inhibited ventricular output, as the field representative stated both the atrioventricular (av) search and rate hysteresis functions were not enabled at the time (although av search was enabled during earlier treadmill testing). Technical services (ts) discussed a preliminary review of available data with the field and explained that the pacing pattern observed in the provided electrocardiogram (EKG) appears like av search, and that this function had only been turned off while the diagnostic reports data was being collected. No adverse patient effects or patient complications have been reported. At this time, this pacemaker remains implanted and in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. Should additional follow-up information be provided, a supplemental report will be issued.